Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-sep-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half-height drawer was not opening. The field service engineer found the half-height drawer was not opening due to bad slide rails, and a new half-height drawer was needed. The engineer logged into the desktop and the hardware test application and removed the cubies. After logging out and shutting down pyxis, the engineer replaced the 4th drawer with a new one, updated the firmware, and reinserted the cubies into drawer and then plugged everything back in, logged in, and returned the cubies to drawer 4.2 and the issue was recovered. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer failure and would not allow the facility to recover despite rebooting. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.